Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Partial part #: 04.511.2xx.01 provided on intake documentation. This report is for unknown matrix orthognathic self-tapping screw /unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the broken part was retained in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was undergoing a lefort bilateral sagittal split osteotomy on (B)(6) 2016. During the procedure, after initial fixation of the mandible, the surgeon decided to make an adjustment. While explanting one of the unknown matrix orthognathic self-tapping screws using the needle driver, the end of the screw became stripped and the end broke off. A portion of the screw remained embedded in the patient. The surgeon was able to complete the surgery successfully. This complaint involves one (1) device: a matrix orthognathic self-tapping screw with one part data. Concomitant medical products: matrixmidface screwdriver blade (part #: 03.503.202, lot #: unknown, qty. 1); and an unknown non-synthes needle driver (part #: unknown, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: concomitant devices reported: matrixmidface screwdriver blade (part #: 03.503.202, lot #: unknown, qty. 1). Therapy date (B)(6) 2016. Unknown non-synthes needle driver (part #: unknown, lot #: unknown, qty. 1). Therapy date (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.